Event description:
This is a report of a home patient (hp) who was hospitalized and diagnosed with peritonitis due to the cat biting through the line. Treatment was not reported. The hp was reported to be recovering at the time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was animal damage to the patient line. Per baxter labeling, users are instructed to not allow animals in the room when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). It was reported a patient experienced recurrent peritonitis coincident with peritoneal dialysis (pd) therapy in (B)(6) 2013. On an unknown date in (B)(6) 2013, the patient's pd catheter was removed due to the peritonitis. The patient then discontinued pd therapy and started hemodialysis. On an unknown date in 2013 the patient was recovered from peritonitis. Confirmation from the peritoneal dialysis registered nurse and the nephrologist was obtained stating that the peritonitis in (B)(6) 2013 was recurrent from a previously reported peritonitis in (B)(6) 2013. Should additional relevant information become available a supplemental report will be submitted.